Event description:
The patient was receiving IV fluids through a central line. The patient's IV infusion was discontinued and a clearlink luer activated valve cap was placed in order to assist the patient to the bathroom. The patient stood up and immediately exhibited neurological changes. Blood was noticed at the IV site and that the cap was off the lumen. A CT scan was completed and says minimal pneumocephalus is identified with gas in the region of the left cavernous sinus.